Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an alarm went off on the mobile power unit (mpu). The mpu was replaced.